Event description:
A surgeon reported that the vitrectomy probe did not work correctly during a cataract with iol (intraocular lens) implant procedure. The surgeon had perforated the posterior capsule and part of the crystalline core immersed in the vitreous. When using the vitrectomy probe, he noted that it was aspirating but not cutting; therefore, the doctor decided to leave the fragment of the core. Consequently, it was reported that the patient experienced a loss of vision. The surgeon reported that it is possible that he set up the vitrectomy probe incorrectly, which may have contributed to the event. The procedure was able to be completed with the same equipment with a delay of more than 15 minutes. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).